Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the uretero-reno videoscope had a distal sheath leak due to a missing distal sheath bottom section, which left the bending section metal exposed. The issue occurred after an unspecified endoscopy block procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, physical stress was applied to the curved part. This caused rubber a to break, exposing wire a. If handled according to the following instructions for use (IFU), users may be able to detect the event. Inspection of the endoscope: by handling in accordance with the following IFU, users may be able to reduce/prevent the occurrence of this event. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.